Manufacturer narrative:
One full radius blade, 5.5mm, ser 3000 was returned for evaluation of the reported complaint mode, ¿shedding / flaking.¿ a dimensional inspection was performed on the device and there were no out of tolerance conditions observed. A visual examination revealed significant debridement of material on the inner blade, approximately .5" from the sluff chamber. It was also observed that there was a large area of radial burnishing approximately half way up the inner tube. The outer blade exhibited wall thickness reduction adjacent to where the inner blade debridement occurred. The likely cause of the failure was due to excessive lateral load on the device during use. Per IFU, ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade.¿ a review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was found to be user error. (B)(4).

Event description:
During a sad (sub-acromial decompression) procedure, it was reported that the blade was shedding. They were able to flush the flakes out of the joint. No delay, patient injury or complications were reported.